Event description:
The hcp reported the patient had been experiencing weakness, vomiting, nausea, poor head control, difficulty urinating, and constipation. The pump was explanted and replaced and the catheter tip was advanced. The pre-reimplant drug rate was 260mcg/day. After the surgery, the rate was down to 170mcg/day. The hcp reported "issue - combo end of life battery and catheter advancement generated baclofen toxicity." The patient recovered without sequela and the symptoms are resolving.